Event description:
It was reported that the patient underwent an ambicor penile prosthesis replacement surgery due to a leak in the right cylinder. The device was removed and replaced. There were no patient complications.